Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation is complete. A review of all batch record documents was performed with no issues noted during the manufacturing process. Visual inspection was performed with naked eye with no issues noted. Leak testing (eight psi underwater pressure test with lab connectors attached) performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample with received bag/frangible ran on homechoice machine with no issues/alarms noted. The reported problem was not verified/duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter on the patient line connector of a homechoice automated pd set with cassette. This was noted after priming the setup, before the patient connected to the set. The patient reported that they noticed the particulate matter when they pulled the pull ring off the patient line, and stated that the particulate matter ¿appeared as white lint, like something you would find in a dryer.¿ the patient restarted therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.